Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a mildly calcified, 95% stenosed, de novo lesion located in the mid left anterior descending coronary artery. Pre-dilatation was performed with an unspecified semi compliant balloon dilatation catheter. A 2.75x38 mm xience prime stent was deployed and an edge dissection was noted. Another xience prime stent was deployed to cover the dissection. There was no interaction of devices. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.